Event description:
It was reported that the ventilator volume was set to 75 while connected to a patient. After 20 minutes, the ventilator began losing volume and they were getting a volume of 60 back. The patient desaturated during this time and was placed on another ventilator. It is unknown if the ventilator had an audible alarm when the reported problem occurred. No patient harm reported.

Manufacturer narrative:
(B)(4): pressure module.

Manufacturer narrative:
Results of investigation: carefusion was able to verify the customer¿s reported issue. The ventilator had low volume events that showed numerous ¿hi press¿ alerts followed by a ¿safety valve¿ alarm. All verification checks were passed. The pressure module was replaced as a precaution, and the software was updated and calibration was verified. The unit passes all performance with replacement. The defective component was directed to failure analysis for further testing. Analysis: the pressure module was examined and there were no physical flaws or damage. The root cause could not be determined or duplicated because this product has been discontinued/obsolete. The defective component was scrapped.